Event description:
This report summarizes 1 event for the failure: activation failure. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device was received. Additional information 1 device was not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 1 event was reported for this quarter. Product return status. 1 device was received. Additional information. 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 event for the failure: activation failure. - 1 event had no health consequences or impact.